Manufacturer narrative:
Additional information: b1. Corrected information: g2. DHR results: there were no issues during the manufacturing process. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description: a root cause for this complaint cannot be explicitly determined. Variation in the manufacturing process may cause the finished product to have a size that does not meet the standard. However, probable root cause may be due to user error to cause the size of the product which may impact customer perception of the overall fit. The manufacturer's reference #: (B)(4).

Manufacturer narrative:
Corrected information: d1, d2, d4 (model #, catalog #, serial #). Manufacturer reference: (B)(4).

Manufacturer narrative:
The reported device has not been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference: (B)(4).

Event description:
It was reported that the silent nite sl device did not fit. When removing the device, the patient alleged both upper and lower trays were so tight that when removing the upper tray, the crown of tooth ul4 came off. Patient needed to go to the dentist to recement the lost crown.